Event description:
About two weeks following implant, the device malfunctioned causing the pt "great pain and injury". A short time later, the device was removed. The pt outcome is unk. Further info is being requested from the hcp.